Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. Further visual examination of the iab was performed and detected an inner lumen kink within the membrane at approximately 19.6cm from the iab tip. The evaluation detected an inner lumen kink which could have caused difficult iab insertion. However, we were unable to determine when this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Manufacturer narrative:
Occupation - administrator/supervisor. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
It was reported that the customer was unable to insert the guidewire through the intra-aortic balloon (iab). It was believed that the iab may have been kinked. A new iab was inserted successfully. There was no patient harm or adverse event reported.